Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the device was unable to cut effectively. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. D4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes. If yes, did the device deliver any staples? Yes. If yes, were there any issues noted with staple formation: if yes, please describe the shape and location. No. Was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line? No. In the event description it states ""inability to effectively cut during surgery"". In the additional information it states ""was the firing sequence started but not completed?-yes. Was the staple line complete? -yes. Did the device cut? -yes. If yes, was the cut line complete? -yes"". These statements are contradicting each other. Please be very clear. What was the issue with the device during the procedure? -partial fire. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.